Event description:
A consumer reported that after intraocular lens (iol) implantation, the operated eye looked a shade darker. Consumer could see only 20/50, event after one month of surgery. Consumer had an eye stent put in too at the time of cataract surgery. The intraocular pressure (iop) was really good and consumer stopped using eyedrops. However, later the iop went up to 40 and consumer was back on drops. Consumer could not see and the color perception was not good either. The astigmatism was also not corrected after implantation. Additional information was received. The surgeon stated that the patient had residual astigmatism and would need a limbal relaxation incision (lri). Surgeon and also wants to do a yttrium-aluminum-garnet laser (yag) on the patient in the coming months.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the patient indicated having an eye stint implanted at the time of surgery, as well, as have taken eye drops. Additional information was provided that the surgeon stated the patient had residual astigmatism and needs a limbal relaxing incision (lri) and also wants to do a yttrium aluminum garnet (yag) in the coming months. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).